Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder cuff repair procedure, the twinfix ultra screw fractured while it was twisted in. A part of the suture broken pieces were retrieved from the patient, but others could not be removed by blood vessel clamp and remained secured in the patient. Surgery was completed using the top of the fracture device with non-significant delay. The current health status of the patient is good and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that, during a shoulder cuff repair procedure, the twinfix ultra screw fractured while it was twisted in. A part of the suture broken pieces were retrieved from the patient, but the pieces of the screw could not be removed by blood vessel clamp and remained secured in the patient. Surgery was completed using the top of the fracture device with non-significant delay. The current health status of the patient is good and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found strength requirements, storage requirements, and a certificate of analysis requirement for the anchor raw material. A visual inspection of the returned device found that it is not in its original packaging. The fractured anchor and insertion device were returned with no suture material. The anchor is fractured at the suture window and the prongs on the insertion device are deformed. A review of the customer provided image finds the complaint product with the fractured anchor on the insertion device. There is debris on the fractured anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The twinfix anchor is implantable, biocompatibility is not an issue. Micro-motion or movement is unlikely as it was reported that the device was left secured in the patient. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.